Event description:
It was reported that the patient experienced both hyperglycemia up to 400 mg/dl and subsequent hypoglycemia to 48 mg/dl after being disconnected from the ilet and turning the pump off without pausing, after which the patient changed out supplies and the pump delivered correction leading to a downward glucose trend; oral glucose was used to treat the low. Symptoms included feeling like dying, blurry vision, lethargy, and shakiness, and the device issued low and urgent low alerts. Outcomes included urgent low and low glucose events that required troubleshooting, education, and transfer to clinical support, with continued use of ilet rather than reverting to alternative therapy. Investigation included review of the reported event details and confirmation that the pump was off and not paused prior to supply change, with subsequent device correction once reconnected. Investigation of this case revealed user management of pump state and disconnection during hyperglycemia, followed by corrective dosing and resultant hypoglycemia, consistent with use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error leading to glycemic excursions.